Manufacturer narrative:
(B)(4). The customer report of catheter damage was confirmed by visual inspection of the customer supplied photo. However, complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed , and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. The IFU provided with this kit cautions the user, "do not reinsert needle into catheter to minimize risk of catheter damage." Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: the anesthesiologist and crna were attempting to place an arterial line. They could not advance the catheter. When they felt resistance, they pulled the catheter back and saw it was bent.